Manufacturer narrative:
H10: d9: updated, device received. H3,h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows no manufacturing abnormalities. No visual issues were observed. The data was extracted which revealed that the wand was activated previously. A functional evaluation revealed the wand was able to generate plasma as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. A review of the instructions for use found the following statement "damaged shaft insulation of the wand could lead to unwanted electrical conduction. Periodically check the wand to ensure device integrity. If the shaft insulation is damaged, use a new wand." A review of risk management files found that the reported failure was documented appropriately. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a shoulder arthroscopy and a rotator cuff repair the flow 90 wand when it was activated in the sub acromial space, the patient's muscle would contract erratically, the surgeon reckons it could be a breach in the shaft insulation sheath. The procedure was successfully completed without a significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.